Manufacturer narrative:
Available evidence indicates the device remains implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) called latitude patient services because they were told by the clinic that the s-ICD would be removed. The patient did not want to have the s-ICD removed. The patient reported they had been to the clinic, where the leads and device were rearranged numerous times but the patient was still receiving six shocks. A review of this patient's history showed a previous s-ICD system was explanted and replaced with the current system due to inappropriate shocks. It was also noted the patient had a concomitant pacemaker implanted with two left ventricular (lv) lead connected via an adapter to the pacemaker's right ventricular (rv) port. Boston scientific had not received any reports from a field representative or clinician that the patient was receiving inappropriate shock therapy with the currently implanted s-ICD. A request was made for the local field representative to confirm the status of this patient and device with the hospital.